Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5076868) on (B)(6)2018. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding"), uterine perforation ("essure coil had migrated and perforated cervix"), device breakage ("coil broke off during removal attempt") and device dislocation ("the other coil is missing") in a female patient who had essure (batch no. 731604) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cannabis sativa (marijuana), colecalciferol (vitamin d) and nicotinamide (vitamin b3). On (B)(6)2011, the patient had essure inserted. On (B)(6) 2018, 7 years 2 months after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (dilation and curettage). At the time of the report, the menorrhagia, uterine perforation, device breakage, device dislocation and complication of device removal outcome was unknown and the pelvic pain had not resolved. The reporter considered complication of device removal, device breakage, device dislocation, menorrhagia, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (reference number: mw5076868) on 10-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding"), uterine perforation ("essure coil had migrated and perforated cervix"), device breakage ("coil broke off during removal attempt") and device dislocation ("the other coil is missing") in a female patient who had essure (batch no. 731604) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cannabis sativa (marijuana), colecalciferol (vitamin d) and nicotinamide (vitamin b3). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 7 years 2 months after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (dilation and curettage). At the time of the report, the menorrhagia, uterine perforation, device breakage, device dislocation and complication of device removal outcome was unknown and the pelvic pain had not resolved. The reporter considered complication of device removal, device breakage, device dislocation, menorrhagia, pelvic pain and uterine perforation to be related to essure. Further company follow-up with the consumer is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.